Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) complained of a non-specific product performance anomaly and requested this device to be removed. The physician subsequently explanted this device. No additional adverse patient effects were reported. This device has not been returned.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) complained of a non specific product performance anomaly, and requested this device to be removed. The physician subsequently explanted this device. No additional adverse patient effects were reported. This device has been returned.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) complained of a non-specific product performance anomaly and requested this device to be removed. The physician subsequently explanted this device. No additional adverse patient effects were reported. This device has been returned.

Manufacturer narrative:
Correction to section d suspect medical device, field d6b, explant date.